Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been admitted to the hospital for non-cardiac reasons. During the patient's stay the physician noted that this implantable cardioverter defibrillator (ICD) detected noise on the rate/sense and shock portions of this defibrillation lead. This noise was over sensed which resulted in some non-sustained and four diverted vf events. The noise was recreated with isometrics. It was later reported that the patient received a shock as a result of the noise but there was no pacing inhibition. However, upon further review of the shock episode there was less than 20 ohms recorded for the shock impedance. A yellow screen indicated that this device delivered a shock into a shorted condition. The daily measurements were trending around 30 to 35 ohms but then did drop to the 20 ohms. Then further upon a shock lead impedance test 80 ohms was recorded. Technical services advised that the lead and device be replaced. The physician opted to surgically abandon the lead and reported a visible insulation breach near the device. It was unclear as to which leg of the lead had the breach. In addition, a lead fracture was also reported. The device was explanted as well and will be returned for analysis. No adverse patient effects were reported.